Manufacturer narrative:
The sample was collected in a sst tube with gel and centrifuged at 3500 rpm for 10 minutes. On the day of the event, the qc results on the instrument were low. A field service engineer (fse) was dispatched on (B)(6) 2010 and performed preventative maintenance (pm) on the system.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated result for accutni (troponin) above the ami cutoff on one patient's sample that was generated by the access 2i (lxi) immunoassay system. The sample was repeated on the customer's alternate instrument and recovered within the normal reference range. The erroneous result was reported out of the laboratory; however, the report was amended by the repeated result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.